Manufacturer narrative:
Covidien/medtronic reference number : (B)(4).

Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacturing cannot be determined. This is a pre-amendment device.

Event description:
It was reported that the connector fell off during intubation. The physician then extubated the patient with another tube of the same size.